Event description:
It was reported that during an unknown procedure, it was observed that a few staples formed with irregular shapes and anastomotic site was oozing after firing. Changed to another two to continue the procedure but the same problem happened again. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025 b3: only event month and year known: october 2025 d4: batch #unk additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled? -compression how much blood was lost (ml)? -unknown did the patient require a transfusion? -no an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 500d96, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.